Event description:
It was reported that during a breast biopsy, an internal circuit board is not allowing the cutter to become activated during the sample mode. The hhex was inserted into another scm12 and the cutter was activated. There were no patient consequences reported.